Event description:
The surgeon reported a corneal burn. The surgeon stated the irrigation line fell off the phaco handpiece and caused the corneal burn. The surgeon stated there should be a locking mechanism so the tubing doesn't fall off. The surgeon used a 45d kelman tip with a .9mm sleeve and a 2.75mm incision. The wound was sutured with six stitches. One day post operatively, the pt was not doing well and can count fingers.

Manufacturer narrative:
The customer replaced two phaco handpieces. The customer did not request service for the system. A review of complaints for the last 24 months did not indicate any similar reports for the problem of the irrigation line falling off the phaco handpiece. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.